Manufacturer narrative:
A customer service engineer (cse) specialist was dispatched to the customer's site. The cse replaced reagent 3 probe, recalibrated reagent 3, ancillary and sample probes, reviewed the photomultiplier tube, reviewed the acid/base dispense, performed a background test and then ran a precision test 30 times, resulting in range. The cse reviewed the quality control (qc) data, and found it in range. The cause of the discordant, (B)(6) is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on an advia centaur xp instrument on two patient samples. The initial results resulted (B)(6). The customer repeated the same samples, resulting (B)(6). The customer repeated the same samples on the same instrument, resulting (B)(6). The customer then repeated the same sample on an alternate advia centaur instrument, resulting (B)(6). The customer released the results of (B)(6) to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.